Event description:
It was reported that a malfunction occurred on the pump. There was no adverse impact to the customer's blood glucose level. The customer's pump was under warranty and, as a corrective action, cts sent a replacement pump. The customer was advised on procedures for using the replacement and returning the malfunctioning pump, including putting the pump into storage mode, programming pump settings, and connecting their cgm. The customer was also informed about returning the problematic pump to avoid billing and acknowledged understanding the instructions. The customer will use multiple daily injections (mdi) as a backup.